Event description:
Additional information from the patient reports they notified their physician about feeling shocks when their hands were in water on (B)(6)2015. The patient first started experiencing the shocking "within one week of surgery to implant the implant". The steps taken to resolved the shocking was he change the program number.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had occasional light electrical shocks when their hands were in water. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.